Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. In the user verification test (uvt) mode the unit's screen was not responding. Fsr replaced the screen before performing uvt. Upon inspection of the unit, it was found that the battery to capacitor leads was reversed. The unit passed all tests during uvt. Additionally, in the events log it revealed multiple motor fault and transducer faults. Fsr performed calibrations to get the best performance from the unit. However, the customer agreed not to fix the unit due to cost. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the device shut down while on a patient issue on the vela ventilator. The customer confirmed that there was no patient harm associated with the reported event.